Manufacturer narrative:
Internal complaint reference: (B)(4). The sample is under evaluation by manufacturing site.

Event description:
It was reported that, during cori assisted tka surgery, the robotic drill kept coming in and out of view with the camera. They wiped the flat markers off and ensured they were seated, but still experienced the drill coming in and out of view with the camera even though it was in a direct line of site with the camera. Upon visual inspection, it appeared that the real intelligence robotic drill tracker was bent. Procedure was resumed, after a non-significant delay, using the same device. No patient complications were reported.

Manufacturer narrative:
Section h10: the real intelligence robotic drill tracker, rob10014, lot 20fumc001 used for treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. There is slight appearance of one bent flat marker connector. Most prominent when flat marker was placed on the connector. A functional evaluation was performed. The reported problem was confirmed. A case was created. Drill tracker array would float in and out of view. The most likely cause of this event is the connector becomes bent as a result of tight fitting flat markers and the need for a tool to remove. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Care and caution should be exercised during surgical assembly and use of the drill tracker array. Refer to the cori surgical system user's manual for proper handling. This failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. Internal complaint reference number: (B)(4).